Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer stated they replaced the gui cable. The customer was advised to run ground isolation tests and run the ventilator overnight.

Event description:
It was reported that a ventilator experienced a loss of graphic user interface (gui) communication. The ventilator was not being used on a patient at the time of the event. There was no report of serious injury or death associated with this event.